Event description:
It was reported that during an unknown procedure the titanium tip of the 1st device after using for one hour broke. The broken piece was retrieved. Changed to another one to continue the procedure. The titanium tip of the 2nd device broke during the procedure after using 15 min. The broken piece was retrieved too. Changed to the 3rd one to compete the procedure. No adverse event on the patient. Two devices will be returning.

Manufacturer narrative:
(B)(4). Devices a and b was returned with the blade tip broke off and not returned. During functional testing on a generator the device gave an error code 5. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The device was disassembled and the break was located inside the tube proximal to the tissue pad. The analysis concluded that the blade broke off due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.